Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a pre-operation check, noise was noted on the rv lead. There were no other electrical anomalies. The rv lead was explanted and replaced. The patient was stable before, during and after the procedure.